Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including on/off current test without duplicating the report. The device worked as intended. The device was recertified and returned to the customer. Review of the device activity logs did not show any power related issues, software, or indications of depleted batteries that contributed to the reported problem. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.